Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount different than expected, showing a fill estimate of 180 units instead of the expected 269 units. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer declined to load a new cartridge but later agreed and contacted technical support for further assistance. Technical support guided the customer through the process of filling and loading a new cartridge. The customer decided not to deliver a bolus to check the updated insulin estimate and was advised to monitor the situation and follow up if necessary. The case was then closed.